Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that the pump was not only rubbing against their lower ribs, but it was also rubbing against their hip bone which was causing them much pain. The patient stated that they felt it pushing on their ribs ¿which goes towards the center of my body and is lifting my ribs ¿ making me feel pain also in the middle of my chest¿. The patient stated, ¿they always say the pump has failed, which is further from the truth ¿ I had a pump since 2000 ¿ it was implanted in the same place so it was said it had to be moved, but it was moved by a bone which can cause more damage¿. The patient stated that the doctor¿s assistant told them to wear a belt to push the pump inward which caused pressure and caused the pump to go into their ribs.